Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly the customer was using cold insulin. Tandem technical support educated the customer that using cold insulin is off label per the tandem user guide. Customer¿s blood glucose level was 340 mg/dl. Customer performed a cartridge change and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.